Event description:
The pt reported that the buttons of the infusion device are worn and are sometimes activated without being pressed. He stated that on one occasion, he felt the infusion device vibrate and an unintended bolus of 1-2 units was delivered. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.